Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 482 mg/dl at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose level with manual injection. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer was using a cannula based infusion set. Customer reports they were unsure if basal rates were programmed accurately. Customer was unable to connect insulin pump and meter, customer gave up and just perform manually entering of the blood glucose on insulin pump. The devices will not be returned for analysis.